Event description:
During a coronary stent procedure, the shaft of the catheter broke during advancement and was removed without incident. The lesion being treated was a 90% stenotic lesion in the proximal circumflex lesion. No pt injuries or complications were reported. Pt status is listed as "okay".